Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with injection vancomycin (1 gram, every third day, route and duration not reported), injection meropenem (1gram, once a day, route and duration not reported) and injection amikacin (500 milligram, once a day, route and duration not reported) for the event for peritonitis. At the time of this report the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis was ¿the patient made a mistake which caused a break in aseptic technique¿; further described as ¿a touch contamination and the patient was noncompliant¿ (no further detail was provided). The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent, which was noted in the morning. On the same day as onset, the patient was diagnosed with peritonitis. One day after onset, the patient began treatment for the peritonitis with the previously reported antibiotic therapies, all were given intraperitoneally. Eight days after peritonitis onset, the patient was hospitalized for the event and the patient was retrained on proper aseptic technique. Nine days after being admitted to the hospital, the patient was discharged, the peritonitis was resolved, and the patient was recovered from the event. Four days after discharge, antibiotic treatment was discontinued. At the time of this report, dianeal therapy was ongoing. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.